Event description:
Pt had an im nailing of the right tibia on (B)(6) 2010. Post-op, x-rays revealed a non-union and two broken screws. All hardware was removed on (B)(6) 2012 and pt was revised to another tibial nail. Pt retained the explanted hardware. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
The device was used for treatment, not diagnosis.